Event description:
The patient is reportedly experienced intermittencies followed by loss of lock. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Device revision surgery is under consideration.

Manufacturer narrative:
The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.